Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) form that this patient had been presented to the heart catheterization laboratory on (B)(6) 2018 for lead extraction due to non-boston scientific right atrial (ra) and boston scientific left ventricular (lv) high impedance that was greater than 2500 ohms. The non-boston scientific ra lead was exhibiting increasing pacing thresholds. The right ventricular (rv) defibrillation lead had been programmed off because of high shock impedance due to a confirm fracture of the proximal electrode via fluoroscopic imaging. During the attempt to extract the boston scientific rv lead, an svc tear at the innominate vein occurred. A surgical repair of the svc was unsuccessful. Despite emergency intervention, the patient could not be stabilized and died. The device will not be returned to boston scientific.